Manufacturer narrative:
Additional information: date of event: (B)(6) 2019 to (B)(6) 2020. If explanted, give date: not applicable as lens has not been explanted. (B)(4). Device evaluation: product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00 20.0 diopter intraocular lens (iol) was implanted in the patient¿s left eye, and a zlb00 20.0 was implanted in the right eye. The patient was told at the doctor¿s office before the surgeries that he¿d have the eyesight of a 20-year old. However, after surgery, patient is experiencing halos, blurred vision and starbursts. He¿s also having difficulty while driving at night, and sign posts look twice their actual size. The patient is not using any eye drops. Thru follow-up the patient reported he had floaters prior to the implants but now the floaters are worse. He is experiencing the same symptoms in both eyes, but the left is eye worse. No further information was provided. This MDR will capture information for the left eye iol model zkb00.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.